Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Caller states that customer was not able to get reservoir into insulin pump. It was reported that reservoir was removed due to large are bubbles. Customer was not able to troubleshoot for air bubble as it was a past event. It was also reported that customer had high blood of 596 mg/dl caller reports that this had not been done. Caller was able to reinsert reservoir. No further information provided.